Manufacturer narrative:
Additional information was received from the fse indicating that they confirmed that the sensor used was the original philips sensor. No errors were detected on either the sensor or the monitor. Everything worked correctly during the fse visit. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on a suresigns vs2+ nbp/sp02/wireless monitor indicating that the device does not make an adequate reading of saturation. The device was in clinical use at the time the issue was discovered. There was no adverse vent or patient harm reported. A philips field service engineer (fse) went to the customer site, and the reported issue could not be reproduced. The fse found no other problems were observed during the review. The fse indicated that to ensure proper operation of the equipment, it was recommended that they use only philips-approved accessories and consumables. The accessories used were unknown at the time of this report; additional information has been requested.